Event description:
Information received indicates the head section is stuck in the mid position and will not lower.

Manufacturer narrative:
The technician replaced the bent gas spring to repair the stretcher.